Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information the tubing on reservoir was cracked right by the strain relief. Tubing had to be cut at reservoir so it could be removed.

Manufacturer narrative:
Photos were received of the inlet tube. The photos confirm the reservoir to have a separation in the tubing near the strain relief of the inlet tube. A separation would then allow the loss of fluid, making the device inoperable. However, without the benefit of analyzing the explant, quality cannot confirm the surfaces of the separations and if they occurred due to stress or abrasion. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.